Event description:
It was reported that the ventricular lead exhibited loss of capture and dislodged. The lead was capped and the pulse generator was programmed to right ventricular stimulation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.